Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 183 mg/dl, 187 mg/dl, 14 mg/dl, and 188 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.